Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR: the promus elite ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the distal end struts slightly lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged stent od (outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 06-oct-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the left antreior descending artery. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.